Event description:
The customer reported that on (B)(6) 2011 a higher than expected triiodothyronine (tt3) result, above the normal reference range, was generated on a unicel dxl800 access immunoassay system for one patient sample. The initial tt3 result was not reported outside of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Upon repeat testing on an alternate instrument, the tt3 repeat result was lower, but still above the assay's normal reference range. Collectively, the results did not meet the precision claims of the assay. The sample was collected in a 7ml serum tube and centrifuged on the instrument automation line for ten minutes at 3400 rpm at room temperature. The sample was centrifuged, aliquoted and analyzed from the instrument automation line. Beckman coulter assessment of customer supplied instrument performance data indicated that all three levels of tt3 quality control (qc) were within the customer's established ranges prior to the event. Level 3 tt3 qc was initially out of range on the event date but, upon repeat, recovered within one standard deviation of the mean. Beckman coulter assessment of customer supplied instrument performance data indicated that a routine system check performed prior to the event passed within instrument specifications. Sample pipettor z-axis motion errors were periodically posted in the instrument event log.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) discovered that the sample pipettor z-axis motion errors were due to the sample pipettor scratching a cover on the automation line. This sample pipettor issue may have contributed to the tt3 erroneous results due to a potential carryover issue. The fse replaced the sample pipettor and performed all necessary alignments. The fse performed a carryover test and a high sensitivity system check which both generated results within instrument specifications. All assays were recalibrated and assay quality control assessments were performed with acceptable results. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. A definitive root cause has not been determined to date for this event.